Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the distal cover fell off the evis exera iii duodenovideoscope at very end of the therapeutic procedure upon scope withdrawal. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover fell off while user was withdrawing scope occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. Subsequently, the cover was easy to come off the scope. - attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.